Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the rocker arm of an a2002 mayfield 2000 radiolucent skull clamp had play and had episodes of movement. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information received on 20jul2018 and 25jul2018 stating that the device was in contact with patient with no noted injury. A five-minute delay was caused by the event. The physician noticed the defect when it was placed onto the patient and it was less than 5 minutes. The product problem was not noticed during unpacking. A surgeon replaced the device with a new one.

Manufacturer narrative:
Plan reviewed and is acceptable. The complaint event was not confirmed. The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements. Out side the complaint event the service tech observed "the piston was started after starting line and could not achieve proper pressure from torque knob will bottom out before proper pressure could be reached". General maintenance and cleaning required. A DHR review cannot be performed at this time as the lot number provided 012080 does not appear to be a valid integra number. The root cause is unknown.

Event description:
N/a